Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. It was suspected that the implantable pulse generator (ipg) managed ventricular pacing (mvp) mode and frequent pvcs may be causing the rate irregularities and ventricular pacing at very short intervals. Ipg was reprogrammed. However, the patient remained symptomatic. Ipg remains in use. No further patient complications have been reported as a result of this event.